Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation. The atrial lead exhibited high pacing impedance, loss of capture, and noise oversensing which led to pacing inhibition. The atrial lead was observed under x-ray imaging and was found to be kinked. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.